Manufacturer narrative:
The field service engineer determined the electrodes needed conditioning. The engineer explained to the customer how to condition the electrodes. The customer ran controls and the unit was determined to be working within specifications. The investigation could not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with an na value of 112 mmol/l, which repeated as 131 mmol/l. The sample initially resulted with a k value of 3.3 mmol/l, which repeated as 4.19 mmol/l. The sample initially resulted with a cl value of 70 mmol/l, which repeated as 86.6 mmol/l.